Event description:
Primary procedure, left hip. It was reported that a femoral head was labelled as a 32 +4 biolox head, but inside the packaging was a 32 -4 biolox head. Discovery was made when the head was impacted on the stem and the surgeon noted the head was sitting lower than expected. As there were no other biolox heads at the hospital a 32 +4 lfit head was implanted instead. Surgery was completed successfully with a delay of approximately 2-3 minutes.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been 3 other events for the lot referenced. The following devices were also listed in this report: delta v-40 ceramic head 32/-4; cat# 6570-0-032; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Primary procedure, left hip. It was reported that a femoral head was labelled as a 32 +4 biolox head, but inside the packaging was a 32 -4 biolox head. Discovery was made when the head was impacted on the stem and the surgeon noted the head was sitting lower than expected. As there were no other biolox heads at the hospital a 32 +4 lfit head was implanted instead. Surgery was completed successfully with a delay of approximately 2-3 minutes.

Manufacturer narrative:
Reported event: an event regarding product mix involving a ceramic head was reported. The event was confirmed by review of the photographs provided. Method & results: product evaluation and results: the outer box of the device shows catalog number 6570-0-232, lot 89546202 on the label and also shows that the device was intended to be a 32mm head with a nk lnth of +4mm. A photo showing that the device packaged bears the marking 32mm -4. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 8 other similar events for the lot referenced. Conclusions: the reported product mix was confirmed. Nc was raised to further address this event.